Event description:
A customer reported a homechoice automated peritoneal dialysis (apd) cassette with a leaking drain line. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
Baxter's product surveillance department is pursuing additional information regarding this incident. A follow-up report will be submitted if additional information is received.